Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor transmission revealed an episode that appeared to be electromagnetic interference (emi) andthe patient received two shocks. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.